Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be inserted and screwed to the device correctly as the coils location were not matching the connector plots location of the connector block. The physician attempted to insert the lead after it was withdrawn but was unsuccessful. A slight deviation of the distal electrode was noted. The lead was not used, and a different one was implanted instead. Patient was stable.